Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of a minicap transfer set; further described as ¿popped open from the open and close valve." This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction . D1: brand name: remove minicap transfer set and replace with minicap d3: device manufacturer name: remove baxter healthcare corporation and replace with baxter international inc. D4: UDI #: remove (B)(4) and replace with (b))4) g4: combination product: add no (previously blank) h11: four (4) samples were received for evaluation. A visual inspection with the naked eye identified the silicone tubing was separated from the main body of all four samples. The markings inside the tubing indicate the tubing was positioned on the female connector post. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the dark blue female connector post and silicone tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.